Event description:
Customer reported that while she was at home on (B)(6) 2011 she had symptoms of "dizziness, weakness and passed out" and experienced a loss of consciousness. Customer further reported that because she was waiting for delivery of her replacement adc product on (B)(6) 2011 and was not able to test, self presented to the hospital and was diagnosed with hypoglycemia and a" blood clot in right lung". The customer did not report any treatment at the hospital and self treated with "candy". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This correction is to clarify that the initial report should have been filed as final as there was no product issue and hence no further investigation of the product is required.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.